Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported experiencing ongoing connection issues with the new transducer protectors. The cm stated the venous transducer protectors do not fit snugly and become bloody more often than with the previous design. Additional information was obtained through follow-up with the cm. The cm stated the transducer protectors seem flimsier and don¿t fit properly in the transducer port. This has led to an increase in events where the venous transducer gets bloody and occasionally leaks. The reported issue is interrupting and delaying treatments. The cm was unsure how many times this has occurred exactly; it's happening frequently. The cm confirmed that it¿s not a staff-related issue. The staff are installing the bloodlines according to the instructions for use (IFU), and the transducers are being attached correctly. The cm said they are seeing an increase in transmembrane pressure (tmp) alarms, venous pressure alarms, as well as air detector alarms. The reported connection issue requires staff to change out the transducer protectors for the old ones which are known to work better. After the transducer protectors are replaced with the old ones, the treatments are then continued with no further issues. It was unknown how many blood loss events have occurred. An estimated blood loss volume for these events could not be provided. When there is blood loss involved, the staff has to re-string the machines with new supplies for the patients to continue treatment. It was confirmed that there have been no adverse events. Additionally, the cm confirmed patients are completing their treatments. The facility¿s biomedical technician has not found any issues with the machines. The machines are functioning correctly. The actual samples have all been discarded. No samples were available to be sent back for evaluation.